Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, neurological deficit. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction primary with a mentor memorygel 375cc on the left and 350cc on the right side, silicone prosthesis experienced bilateral capsular contracture ( baker grade unknown), pain, and rippling post procedure. The patient stated that she had pain, rippling, and both implants were caving in the top part. The pulling caused for her to have a frozen shoulder and had to go to therapy due to it. The right side was worse than the left side, right side was worse than the left. The issue was confirmed by the physician. As a result, bilateral replacements per follow left replaced with cat#:3544425, sn#:(B)(4), and right replaced with cat#:3544400, sn#: (B)(4) was performed on (B)(6) 2011. This report related to left prosthesis.